Event description:
The user facility reported that their amsco evolution sterilizer was leaking water and steam onto the floor. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the sterilizer and found that the contactor on the heater of the generator was stuck in the closed position. As the contactor was stuck in the closed position, this allowed continuous power to be provided to the unit causing excess steam to build up. As designed, the safety valve opened, and excess steam emitted from the unit. The technician made the necessary repairs. The unit was tested, confirmed to be operating according to specifications, and it was returned to service. A 1-year complaint review indicates this to be an isolated event. No additional issues have been reported.